Event description:
It was reported that the pump battery could not be charged and that the pump battery was depleting quickly. Customer¿s blood glucose level was 205 - 217 mg/dl. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery not holding charging was verified; however no failure was identified for the issue of battery not charging.